Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for malignant pain. It was reported that the patient had an MRI (magnetic resonance imaging) on (B)(6) 2018 for cord compression (unrelated to the device or therapy), and complained "the pump never went on" and he was in excruciating pain. It was reported that a manufacturer representative (rep) was there eventually to turn the pump on. No further complications were reported.